Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 525 mg/dl at the time of incident and the current blood glucose of the customer is 148 mg/dl. The insulin pump was not working fine. The customer performed self test and displacement test and they were able to passed the test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.